Event description:
It was reported that atrial oversensing seen as atrial tachycardia/atrial fibrillation episodes were observed in remote transmissions. Programming recommendations to consider decreasing the atrial sensitivity were made. There were no reported patient consequences.

Event description:
Related manufacturer report number: 2017865-2020-17758. New information received notes the original event was due to a known atrial lead noise with pacing inhibition issue observed in 2020. The atrial lead was leading to oversensing seen on atrial fibrillation and atrial tachycardia episodes. Programming changes were made. There had been no issues since the programing changes were completed at the end of jan, 2022. The patient was doing well and had reported no issues.

Manufacturer narrative:
Related manufacturer report number on tendril sdx atrial lead: 2017865-2020-17758.